Event description:
A crack in the luer hub was detected when connecting the cypher stent delivery system (sds) to the syringe. The target lesion location is unknown. There was no damage to the packaging noticed when opened. The product looked normal when taken from its packaging. There was no mishandling of the product. There were no defects noted during preparation of the device. There was no excessive force used to connect the syringe to the hub of the catheter. The product was not used in the patient. There was no injury to the patient.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.